Event description:
During procedure using superdimension, the physician was navigating. During an attempt to obtain a tissue specimen, the tip of the navigation device became dislodged and fell off of the device into the pt. Retrieval of the tip was attempted without success.